Event description:
Patient noticed her gown was damp. Upon inspection, the nurse noted that the chemo fluid was leaking from the .22 micron filter at the distal junction of the filter and the in-line tubing. The filter was changed without difficulty and rituxan was resumed.